Manufacturer narrative:
The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported hole in unknown side expander. Expander was "filled it up again with 120ml/150ml. Expander was previously full." Patient returned a week later and "it looked flat." The device was explanted, at which time, a hole was noticed "in the medial far from the valve."